Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received no button response due to connector was unlocked during visual inspection. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose level was unknown. It was also reported that the battery chamber had crack. The customer was advised that the insulin pump need to be replaced. Insulin pump will be returned for analysis.